Manufacturer narrative:
(B) (4). Results: (migration, endoleak). (Disease progression and aortic neck dilatation and angulation). (Treatment of a pre-operative ruptured aneurysm). Conclusion: (disease progression and aortic neck dilatation and angulation). (Treatment of a pre-operative ruptured aneurysm).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm approximately 1.5 years ago. Aneurysm and vessel morphology at the time of the implant are unknown, except for that the aortic neck was 22 mm in diameter. It was reported that the patient returned for a follow-up approximately 1 month ago, and the CT demonstrated that the talent bifurcated stent graft had migrated 10 mm distally, resulting in a type I endoleak. At the time of the migration, the vessels were severly tortuous, and the aortic neck was 8 to 10 mm long, 26 mm in diameter, and angulated 90 degrees. The cause of the migration was attributed to disease progression with aortic neck dilatation and angulation. The physician elected to intervene by first coiling the inferior mesenteric artery, as it was thought that there was a type ii endoleak present. A talent aortic cuff (MFR report # 2953200-2010-00725) was then placed; however, as the talent cuff did not resolve the type I endoleak, another manufacturer's aortic cuff and stent were implanted in a snorkel technique, whereby, the left renal was covered, and the endoleak resolved. No additional clinical sequelae reported, and the patient is fine.